Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The sample was subjected to a bubble point test. A leak was not detected; possibly due to coagulated blood. The dialyzer was then subjected to destructive disassembly for further visual examination. Upon extraction of the fiber bundle, a broken fiber was noted at approximately 10°, with the dialysate ports situated at 0°. From the cavity ID end, the break in the fiber was approximately 2.0 inches from the pu (polyurethane) surface. There was no other damage or irregularities noted. The probable causes for this failure to occur are related to the handling of the fiber bundle during production and during the insertion process of the fiber bundle into the dialyzer housing. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility inventory manager reported that a dialyzer blood leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak by a user facility nurse during follow-up. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. The leak was not visually observed at first but then became apparent and was visually observed at the arterial end within the dialyzer fibers. Blood leak test strips were used and tested negative and then positive for the presence of blood. There was no defect or damage noted on the dialyzer. The patient's blood was not returned. The patient¿s estimated blood loss (ebl) could not be provided. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility inventory manager reported that a dialyzer blood leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak by a user facility nurse during follow-up. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. The leak was not visually observed at first but then became apparent and was visually observed at the arterial end within the dialyzer fibers. Blood leak test strips were used and tested negative and then positive for the presence of blood. There was no defect or damage noted on the dialyzer. The patient's blood was not returned. The patient¿s estimated blood loss (ebl) could not be provided. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.